Event description:
The physician reported through a device tracking update mailer, received in 2004, that this patient has an endoleak of unspecified type with possible aneurysm enlargement.

Manufacturer narrative:
Device remains implanted and functioning in patient. Investigation into this report is currently in process.